Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, "the pressure graph is going below the peep lavel and there is a little notch at the end of loop". No harm to the patient was reported. Following the event, all tests and calibrations performed in tsw were successfully completed, and the device operates as intended. The exact root cause could not be established.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "the pressure graph is going below the peep level and there is a little notch at the end of loop" the patient was moved to another ventilator. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.